Event description:
Overdelivery report: according to the customer contact, the pump was programmed to deliver demerol (concentration unspecified) at 0.3mg/hr with a 0.3mg/hr with a 0.3mg pca bolus dose available every 20 minutes as needed. It was reported that the pt was "found unconscious". The customer contact would not share any info related to any medical interventions provided to reverse the narcotized state. The customer contact stated "there was ultimately no pt harm and it was determined that the cause was unrelated to the pump". Though requested, there was no add'l info available.